Manufacturer narrative:
(B)(4). Investigation summary: confirmed, no bd cause identified. Investigation conclusion: the complaint was raised for information by the customer, thus not requiring an 8d report. The release paperwork was reviewed and did not reveal any non-conformity in relation to the problem statement: batch was released in accordance to the acceptable criteria. A detached/loose plunger rod with supplier's cause could be linked to: an incorrect link between the plunger's thread and the stopper: the in-process and final inspection (critical dimensions + visual inspection) results from the supplier were all conform: no data points towards a non-conformity on the thread. An incorrect compatibility between plunger and barrel: this cause can be discarded as the event occurred on the market, the customer would not have been able to process an incompatible plunger. A malformed/non filled plunger: this cause can be discarded as the event occurred on the market, the customer would not have been able to process malformed/non filled plunger. Rationale: the picture evidence enabled confirmation of the reported condition. However without physical evidence additional investigation is not possible. There is a long history of detached/loose plunger rods identified on the market linked to user misuse and difficulty with customer blisters.

Event description:
It was reported that the ultrasafe x100l pr plum ssl nvs stein experienced safety device separation/breakage during use. The following information was provided by the initial reporter: found one injection of propeller is broken. Loose plunger.